Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing screen. The customer was assisted with troubleshooting. The customer stated that the display was solid white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Device received with cracked battery tube and damage keypad overlay. The p-cap locks into the reservoir compartment properly noted.